Event description:
A report was received that after an implant procedure, the patient had no feeling from his hips down on both sides. It was noted that the patient was not able to move and lift his legs. The patient was immediately returned to the operating room and a small blood clot was removed from the paddle site. The physician did not believe that the issues were device related but it could be procedure related. No abnormalities showed per computerized tomography(CT) scan. The patient will undergo advanced rehabilitation.